Event description:
Baxter (B)(4) received a complaint that one infusor singleday device was found with the line snapped/broken from the top of the devices. The device was filled with desferrioxamine 1500mg/20ml wfi. This occurred prior to patient connection. No patient involvement, injury, or medical intervention. No additional information. This is report 1 of 2 for the facility, as the facility reported 2 devices.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. Visual examination confirmed the reported condition of delivery tubing broken off at the junction of the set cap. A small portion of the broken tubing remained within the set cap. The root cause was determined to be the pressure point between the tubing and the set cap. When the unit was filled, the pressure point was released and caused the tubing to rip. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.